Event description:
I had essure put in and the tool used to place the essure wouldn't release so part of the tool was left in my tube and the other coil fell out of my tube and is in my uterus. I have pain at all times and at times it is very bad. Constipation and diarrhea problems, also painful urinating. Anxiety, some depression and weight gain of over 30 plus pounds, hair growing on my face and bloating.